Event description:
It was reported that the patient presented for a left ventricular pericardial placement. The patient was in atrial fibrillation and was having worsening heart failure symptoms due to lack of av synchrony and lock of biv pacing. During pre-operative check, it was discovered that the atrial lead had a high capture threshold. The lead was capped and replaced. Patient was in good condition post procedure.